Manufacturer narrative:
Device received with partial white display due to corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to partial white display. Device received with corroded force sensor assembly, moisture damage on motor assembly and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 7.6 mmol/l at the time of the incident. The customer was assisted with troubleshooting and the missing segments did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.